Event description:
Additional information was received stating that "flushing sheaths" was referring to the flush tool on the solitaire. The cause of the resistance was undetermined. A continuous saline flush was administered and maintained as indicated in the IFU. The tip of the sheath was secured in the hub of the microcatheter. The rhv was secured during delivery. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two solitaires were used in the case and removed from patient. A second pull was needed so the solitaires were backloaded on the flushing sheaths but they were not able to load them into the micro catheters. They had difficulty pushing them out of the flushing sheaths and as a result had to pull different solitaires. The difficulty happened outside the body of the patient. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of ischemic stroke located in the left middle cerebral artery (mca). It was noted the patient's vessel tortuosity was normal.